Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ping meter has blue spots on the display. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began on (B)(6) 2011 at 4pm. The patient manages his diabetes with insulin (via insulin pump); however, the patient denied taking any action in response to the reported meter issue and subsequently, experienced a symptom of fatigue 30 minutes later. The patient denied receiving any medical intervention/ treatment after the reported meter issue began. During troubleshooting, the csr noted there was no misuse of the lfs product and the patient was not using the subject meter for the first time. Based on the information provided, this complaint is being reported because, the alleged issue remains unresolved. There is no evidence, however, that the patient suffered a serious injury because of the alleged issue. The patient's reported symptom of fatigue does not meet lifescan's criteria for a serious injury. The patient also denied receiving treatment as a result of the alleged issue.

Manufacturer narrative:
(B)(4). Device evaluation: the lay user/patient's product(s) has been returned and evaluated by lifescan product analysis on (B)(4) 2011 with the following findings: the meter involved with this complaint failed testing. The meter was found to have a damaged display. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k082590.